Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab has identified a hole in the pebax. It was initially reported by the customer that after pulmonary vein isolation (pvi) ablation was finished it was noticed there was blood which had collected inside the pebax. The procedure had already completed normally therefore it was not required to exchange the catheter. There were no patient consequences. The customer¿s reported issue of blood inside the pebax was not considered MDR reportable since there were no reports of external damage the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 8/15/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified a reddish/brownish color observed in the pebax. This was also not considered MDR reportable since there were no observations of external damage. On 9/12/2019, during a second visual analysis found a reddish material inside clear pebax and a hole on the clear pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. These findings were assessed as MDR reportable as a malfunction for the ¿hole¿ in the pebax. Device evaluation details: the device evaluation has been completed. The device was inspected and reddish-brown material was observed inside the pebax. Then, a hole on the pebax with reddish material was found during the second visual inspection. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref#: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30209172m number, and no internal actions related to the complaint was found during the review. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab has identified a hole in the pebax. It was initially reported by the customer that after pulmonary vein isolation (pvi) ablation was finished it was noticed there was blood which had collected inside the pebax. The procedure had already completed normally therefore it was not required to exchange the catheter. There were no patient consequences. The customer¿s reported issue of blood inside the pebax was not considered MDR reportable since there were no reports of external damage the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 8/15/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified a reddish/brownish color observed in the pebax. This was also not considered MDR reportable since there were no observations of external damage. On 9/12/2019, during a second visual analysis found a reddish material inside clear pebax and a hole on the clear pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. These findings were assessed as MDR reportable as a malfunction for the ¿hole¿ in the pebax.